Event description:
A report was received that the patient underwent a pocket revision of which the pocket was moved due to the uncomfortable location of the ipg. The patient was doing well postoperatively.